Event description:
It was reported to tyco kendall in 2002 that a staff member had sustained a dirty needlestick. The administrator stated that the needle of a large (i.m.) Sized needle, attached to a syringe, had pushed through the side wall of the container. The sharps container was stated to have been 3/4 full, and was held in a bracket on the side of a glucometer tray. The nurse then brushed up against the sharps container and sustained a needlestick.